Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc considered that the reported phenomenon was attributed to a temporary malfunction of the internal circuit board of the subject device. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon (error e118) not duplicated, and also found that there was no abnormality on the exterior, and the subject device functioned without any problems when connecting and operating according to the instruction manual of the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before use at the user facility, when the subject device was turned on, it was found that the error e118 which indicated the subject device was broken down was displayed. The user facility replaced the subject device to another similar device to complete the intended procedure. The subject device had been repaired by olympus due to a similar phenomenon (error e116) and had been returned to the user facility on june 23rd, 2021, but the reported error e118 had occurred multiple times since then. Although the power of the subject device was cycled according to the instruction manual, the reported issue was not resolved. There was no report of patient injury associated with this event.